Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information from surgeon: the histology of the bowel injury confirms coagulative necrosis of the muscularis with a 25mm defect in the bowel wall. This is thus consistent with a thermal injury (from the ace+7). I believe this area was adherent to the left ovary + sidewall . I will certainly be more conscious of the potential for thermal injury in this situation although have never had an issue previously despite many years of doing similar cases.¿

Event description:
It was reported that after a total laparoscopic hysterectomy bilateral salpingo oophorectomy procedure, the surgeon reported that the procedure went well despite the tedious dissection and extensive left ureterolysis and took about three hours. Used the device exclusively with minimal blood loss (except for very minor bipolar to lat pelvic wall peritoneal oozing and left vault angle right at the end (basically because it was already opened after I had actually asked to simply to have it available). Placed a single figure 8 suture to oversew an anterior rectal wall serosal tear. Last night had to take patient back to theatre with a general surgeon for a rectal perforation lanterolateral rectal wall with extensive faecal peritonitis. The prior rectal serosal suture was intact and further up and more medial to the affected area- which was an area which I think was previously closely adherent to the distal left pelvic sidewall. Patient is so far ok in ICU. At no stage did I suspect a thermal injury or have concerns about the harmonic being too close to the area of rectum that perforated nor the left ureter. Indeed I was more concerned higher up at the pelvic brim where the recto-sigmoid was very closely approximated to the vessels, ureter and ovary. This area remained intact." One device was discarded.